Event description:
It was reported that, during an ukr surgery, it was noticed that the landmark verification point was bent. The device was not used on the patient; however, a tracker divot was used instead as all other verification points had been misplaced by the facility. It is unknown if surgery was delayed. No further patient impact.

Manufacturer narrative:
H10: h3, h6: the reported device, intended for use for treatment, was returned for evaluation but discarded. Visual inspection of the returned device revealed that the bend in the checkpoint pin was along the stem, about 20% of the way down towards the most distal end. The angle of the bend and the location are consistent with using a prying motion to remove the checkpoint pin instead of the prescribed axial motion. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. The navio surgical system for total knee arthroplasty (tka) user's manual released at the time of the complaint provides detailed instructions on use of the landmark verification point (checkpoint pin). The navio instrument kit consists of a two-level tray that contains all of the required instrumentation for surgery using the navio surgical system. If the equipment breaks or fails during surgery, a sterile backup tray is on-site and can be unwrapped to replace a broken or dropped tool. The user manual outlines the process for the checkpoint pins to mark the checkpoint definition points to be used throughout the tka procedure. These checkpoints will be referenced using the point probe at various times during the procedure to determine if either of the bone tracking arrays has moved. The user manual cautions: insert the checkpoints where they will not interfere with bone preparation, including saw cuts, and where there is no risk that they will be damaged or removed and to use the checkpoint pins provided to define the checkpoints to be used throughout the procedure.